Event description:
It was reported the programmer has software problems. Specific details were not available. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device had a white screen with only the select arrow available. When the service diskette was run, the device would lock up and all print lights would light up. It was also noted that the standoff that holds the link electronic module (lem) board in place was broken and the screw was missing. The hard drive was found to be corrupted.